Event description:
Caller alleged discrepant inratio2 results compared to the laboratory results. Results as follows: date: (B)(6) 2012, inratio inr: 2.3, laboratory inr: 1.69. The time between testing was 10 minutes. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.